Event description:
The curve of the catheter separated during withdrawal from the envelope. The catheter was not used in the patient.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.